Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. However, it had normal operating currents. (B)(4).

Event description:
The customer reported via phone call that she disconnected the insulin pump to shower and heard it beeping. She stated that it was alarming failed battery test and then the display went blank. She changed the battery 3 times, but the screen remained blank. Blood glucose value was 151 mg/dl. Troubleshooting was done and she was advised to remove the battery for 2 hours and call back. She called back after the 2 hour reset and reported that the display did not return. Blood glucose value was 112 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.